Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a appendectomy, the device was inserted into the trocar and would not open. The device was removed and the doctor put in the reload but the device would not fire. It is unk at this time how the procedure was completed. There was no patient consequence.